Manufacturer narrative:
External insulation abrasion exposing the outer coil consistent with friction to the device can was noted at 14.1cm ¿ 14.6cm and 14.8cm ¿ 51.1cm from the distal tip. This is consistent with the observation from the field of noise.

Event description:
It was reported that right ventricular (rv) lead noise was observed. The lead was explanted and replaced. The patient was stable.